Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, patient's entire system was explanted on (B)(6) 2024 and was prescribed antibiotics to address the issue.

Manufacturer narrative:
A4: patient weight- unknown. Date of event is estimated.

Manufacturer narrative:
Corrected date: corrected d6b - date of explant from (B)(6) 2024. Additional code added: health effect - impact code: 4645 - prophylactic treatment.